Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002, the patient underwent a laparoscopic burch urethral suspension and posterior vaginal repair with implant of a bard/davol flat mesh. During this procedure, there were noted to be some adhesions of the small bowel anteriorly to the peritoneum, and also anteriorly, with also adhesions on the right upper quadrant of the small bowel where a previous bowel surgery had been performed.